Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin and did not perform the proper air removal techniques. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.